Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 before 1600, the patient´s older daughter talked with the patient on the phone, she felt something different about how the patient was talking, therefore the younger daughter checked the patient´s cgm value on follow app which was 120 mg/dl. The younger daughter also felt the patient's mother was talking differently so she requested a home care nurse to visit the patient´s home earlier than usual to check on the patient. Around 1630, the home care nurse arrived at the patient´s home and found that the patient had fallen down. The nurse took a blood glucose reading which was 49 mg/dl and the cgm was reading 162 mg/dl. The nurse treated the patient with glucose injections and baqsimi glucagon nasal powder. The patient was conscious throughout the event. The patient had a headache when the nurse tried to help the patient up. The headache was due to hitting the back of their head when they fell. Around 1730, the nurse asked the health care professional if she could take the patient to the emergency room and so the patient was taken to the clinic. A computed tomography (CT) scan was performed. There were no results of the imaging at the time of the report. The patient was discharged the same day. Additionally, the patient mentioned the day prior to the event, they received a covid-19 vaccination and had taken acetaminophen. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.